Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned self expanding stent system (sess) found blood in the guide wire lumen, which is not consistent with the reported information that the premature deployment was noted during removal from the dispenser coil. Blood in the guide wire lumen suggests that the product was advanced over a guide wire. There was no saline visible. The stent implant was returned, however, it was not on the delivery system. There was no damage noted to the stent implant. The outer tube was not retracted. The tuohy borst valve was not tight, suggesting that it may have been loosened during preparation or handling. There was no damage noted to the sess. Potential factors which could contribute to premature deployment prior to use include, but are not limited to, manufacturing, handling, insufficient support during prep, kinks in the shaft, loosening of the tuohy borst valve, interaction during loading onto a guide wire, or interactions with the introducer sheath and/or associated devices during insertion. To ensure this is not a result of a manufacturing deficiency, all self expanding stent delivery systems are inspected for damage during the manufacturing process. Based on the analysis of the returned device, it is likely that the reported premature deployment is related to handling and/or loosening of the tuohy borst valve. As the stent was returned fully dislodged from the system, it is possible that with the stent prematurely deployed, additional handling contributed to the stent fully deploying and dislodging from the distal sheath. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this report. Overall, the reported premature deployment appears to be related to operational context, and there is no indication to suggest a product quality deficiency.

Event description:
It was reported that during removal from the hoop, the xpert stent prematurely deployed. Reportedly, there was no patient involvement. Although requested, there was no additional information provided.